Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead was apparently being explanted due to unknown reasons. Evidence reasonably suggest that this lead exhibited a malfunction. No additional adverse patient effects were reported.